Event description:
It was reported that an asymptomatic patient presented in-clinic after receiving the vibratory patient notifier. Upon interrogation, the left ventricular lead measured out of range high impedance and high capture thresholds. Programming changes were performed resolving the high impedance and high capture threshold.